Event description:
It was reported that they have new implant drivers. Will check to see if integrates in proper time frame. Placed ieha456 and abutment wouldn't go down all the way due to possible first hex being damaged. Torqued at 80 and felt like the first hex was damaged. Tooth # 21.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided.

Manufacturer narrative:
An 3i t3â® tapered implant 5/4 x 13mm (bopt5413) and certain bellatek encode healing abutment 4.1mm(d) x 5mm(p) x 6mm(h) (ieha456) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing patient factors, x-ray, tooth location is not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (2021090394 and 1253450). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2021090394 and 1253450) for similar event and no other complaint was identified. Sep post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated:b4: date of this reportb5: describe event or problemg3: date received by manufacturerg6: checked "follow-up"h2: checked follow-up typeh10: added manufacturer narrative

Event description:
Customer responded to email for additional information. They stated "both items are still implanted. No issues with the new drivers that I am aware of".